Event description:
It was reported to philips that the azurion device could not expose due to an image disk storage problem. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis procedure and procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and checked that the image disk on the frontal stand is bad. Because the system can handle fluoro but not cine, fse decided to order new disks. Fse installed the two new drives, but the system does not see one of them. Fse swapped the drives of the system, but one of the disks is still not visible in the same slot. The fse performed the troubleshooting and found that the defective x-ray pc, as the x-ray pc has issues booting up. Fse decided to order a new pc. On the next visit, fse installed a new x-ray pc, but it was unable to load. Hdd2 was now active, but the pc was unable to load software. Again, fse replaced the x-ray pc, restored the and verified the data base. After the repaired action, the system returned to use in good working order. Codes were updated based on the investigation outcome.